Manufacturer narrative:
H6: investigation summary: it was reported the customer was unable to locate the expiration date. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a packaging blister top web. No other information could be obtained from the photo. It could be possible the product is old and expired. The provided packaging blister graphics did not require at expiration date at the time of manufacturing. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported that the bd safetyglide¿ needle was missing label information. The following information was provided by the initial reporter: and when we looked for the expiration date of the needle we were unable to find on it or any of the boxes.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd safetyglide¿ needle was missing label information. The following information was provided by the initial reporter: and when we looked for the expiration date of the needle we were unable to find on it or any of the boxes.